Event description:
It was reported "patient who is placed with a temporary pacemaker and does not seal the valve, allowing blood to pass through the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The first image shows an arrow flex sheath whilst inside the patient. A large amount of biological material is visible inside the cath-gard, which confirms the report that the sample leaked. Further analysis of the second image shows the lidstock of the arrow sheath and the non-arrow inserted catheter. The non-arrow catheter appears to be 6fr, which is below the intended size for sheaths of this type. Per the lidstock of the arrow kit, the psi is intended to be used with 7-7.5fr catheters. Despite these findings, the root cause cannot be determined without the sample returned for analysis. A device history record review was performed and no relevant findings were identified. The lidstock artwork was reviewed as part of this complaint. The lidstock clearly states , "percutaneous sheath introducer set with integral hemostasis valve/side port for use with 7 - 7.5 fr. Catheter". The IFU provided with the kit informs the user, "using devices not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The customer report of leaking valve was confirmed by visual inspection of the customer supplied photos; however, the psi involved with this complaint is intended to be used with 7-7.5fr catheters. Per the customer photos, a 6fr non-arrow device is pictured, which suggests that the customer used a catheter size that is too small; however, without the device returned for analysis, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient who is placed with a temporary pacemaker and does not seal the valve, allowing blood to pass through the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).